Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of bile duct stones. According to the complainant, during the procedure, the sphincterotome was inserted into the patient. When the device was visualized on the endoscopy screen, it was noted that the tip of the sphincterotome was kinked and that the cut wire was twisted. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip and exposed cut wire were twisted and bent. Functionally, when bowing the device by activating the handle and it was found that the distal tip was able to bow but did not bow in plane due to the bent and twisted cut wire and working length. Also, when inserting the device down the scope, the initial tip orientation did not meet specification due the twisted/bent working length and bent cut wire. The condition of the returned incident device was consistent with the complaint that the tip was kinked. During manufacturing, tome devices are 100% inspected, therefore, the most probable root cause for the condition of the device is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of bile duct stones.according to the complainant, during the procedure, the sphincterotome was inserted into the patient. When the device was visualized on the endoscopy screen, it was noted that the tip of the sphincterotome was kinked and that the cut wire was twisted. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.